Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device but was unable to duplicate the reported event. However, the biomedical department at the user facility reported to have duplicated the event during troubleshooting via phone with a covidien technical support engineer (tse). The tse suggested to replace the power supply. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
A report was received stating that an 840 ventilator re-booted while being used on a patient. The ventilator powered off then immediately powered back on with an unknown alarm. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm reported.